Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to osteolysis of the proximal tibia. Upon entering the joint, hypertrophic bone was found around the tibial component, osteolytic cyst, synovitis, tight extensor mechanism with hypertrophic scarring. The tibial insert was noted to have slight wear. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address osteolysis of the proximal tibia. Date of implantation: (B)(6) 2017, date of revision: (B)(6) 2020, (right knee). Treatment: revision of tibial insert.